Manufacturer narrative:
Evaluation: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the q1 current controlling transistor was internally shorted on the bedside board, and the y1 (100mhz smd crystal) component on the bedside board was defective. The cause of the resetting is the internally shorted q1 component and defective y1 component. The root cause of the internally shorted q1 component cannot be positively identified. The root cause of the defective y1 component cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A zoll distributor returned charger/modem sn (B)(4) indicating that it resetting.